Manufacturer narrative:
(B)(4). Approximate age of device - 38 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient has had no apparent lvad related issues and was recently admitted due to ICD shocks for ventricular arrhythmia secondary to hypokalemia. No hemolysis or right heart failure was observed. The echocardiogram revealed that the left ventricle did not decrease in size with increasing speed. The system controller was exchanged as a precaution. Lvad parameters were elevated. As of (B)(6) 2018, the lvad parameters had returned to baseline and the patient was being kept in the hospital on a heparin drip due to a pending ablation procedure. The patient remained asymptomatic. No additional information was provided.

Manufacturer narrative:
The reported pump power/estimated flow elevations were confirmed via the submitted system controller log file; however, a specific cause for the change in pump parameters could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.